Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. After replacing the system pcb assembly as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's display froze, while monitoring a patient's ECG. This could be indicative of a lock-up, in which case the device would not be able to provide therapy, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, the requested information was not provided. The customer did advise that there were on reports of adverse effects to the patient as a result of the reported issue.